Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) has miscellaneous failures such as autofill and fiber optic failures and failed pneumatic leak test. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has miscellaneous failures such as autofill and fiber optic failures and failed pneumatic leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 it was reported that cardiosave intra-aortic balloon pump (iabp) has issue with autofill and fiber optic failures. Also failed pneumatic leak test. There was patient involvement but no patient injury/harm reported, during transport use, no parts the return. All parts were disposed on site. A getinge field service engineer (fse) remarked as, investigated the customer's with device having multiple failure. Fse was able to reproduce the customer's complaint. The back of the rescue/ transport unit I found the cover was smash in and pinching critical tubing. The damage was caused by over securing the deve with ratchet tether on helicopter. Found the pressure tubing pinch and pierced. This was causing pressure to drop in the augmentation output. Replaced pressure (tube assy,pressure ) and vacuum tubing (tube assy,vacuum) and replaced bent check valve (valve,300 psi check) on helium reservoir assembly due to helium loss I have order cover assemble (cover, console) and will return as soon as parts arrive. Replaced the console cover and rear handle (handle,rear). Functional tested with any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and ready for use.

Event description:
N/a